Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The device was subjected to an electrical analysis, revealing that the device could not be interrogated with a programmer. Therefore, the device was opened and subjected to further investigation. A measurement of the battery voltage confirmed a depleted battery. The electronic module was connected to an external power source. The current consumption of the electronic module was found to be elevated. Further electrical investigations revealed that a low voltage capacitor of the electronic module was defective, which caused an increased current consumption and ultimately drained the battery. In conclusion, the clinical observation resulted from a defective low voltage capacitor on the electronic module. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. It is therefore assumed that the damage occurred after the device shipment, however the date of occurrence was not determinable.

Event description:
Device explanted due to unexpected drop in battery and upgrade to crt device. Should additional information be received this file will be updated.